Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter. Once catheter was in the body, the wire was extremely difficult to manipulate, then the slider broke off the handle while trying to move between basket and flower mode. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received as is awaiting analysis.

Manufacturer narrative:
When the catheter was first received at boston scientific's post market laboratory the device was first visually inspected, and it was noted that the guidewire lumen was empty. A known good guidewire was inserted through the catheter with no resistance or difficulty and there was no issue found with the catheter's deployment. There was no evidence of the reported failure or any other defect with the returned device.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter. Once catheter was in the body, the wire was extremely difficult to manipulate, then the slider broke off the handle while trying to move between basket and flower mode. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received as is awaiting analysis.